Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the patient might need to have some adjusting done, because they had no bladder control, and had been going excessively for the last 2-4 days. The caller would call back once the communicator was charged up. The agent documented the reported events. The patient called back and reported that the communicator didn't power on, and stated that they must had not charged it long enough. They would charge the communicator and would call back to further troubleshoot. The agent received a call back from the patient in regards to the same issue previously reported. The caller stated that the tm90 was currently charged and they were wanting to make an adjustment to the patients stim. As the agent was attempting to walk the caller through the steps of connecting the handset was showing that the tm90 was still not charged. The caller stated that they would charge the tm90 longer and attempt to connect to the handset after the device was charged. Additional information was received from the patient. The patient stated that they had been urinating so much for the last 3-4 days. Caller said that their symptoms were good when they were in the hospital but since they came home it kind of started and now all of a sudden, it' excessive urination. Caller said they think it just needs to be adjusted. During the call caller was successful to synch with the implant and increase stim to a comfortable level. Redirected to their doctor. The patient was redirected to their healthcare provider to further address the issue